Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a problem occurred with the cutter (probably due to poor aspiration). The condition of cutting and actuating was unknown during cataract surgery with intraocular lens implant. The surgery was completed after replacing the product with another one. There was no patent harm.

Manufacturer narrative:
One opened probe was received with a tip protector. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener and orange/brown foreign material on the port face, needle, and welded cap. The shell was also easily detached from the engine housing and adhesive was present on the shell flanges. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and multiple other locations along the inner cutter. Orange/brown foreign material was observed at the tip of the cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation indicated that the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. Unrelated to the reported event, the evaluation also indicated that the probe shell detached from the engine housing. The exact root cause of the bent needle, bent inner cutter, and detached shell cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The exact root cause for the bent needle, bent inner cutter, and detached shell was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).